Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to myopotential oversensing on the right ventricular channel. Programming changes were made. Patient is in stable condition.